Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 22.0 mm. The product specification for this dimension of the distance is 16-24 mm. The observed distance is within specification. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery(rca). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. It was reported that the image disappeared during the second pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.